Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced difficult operation or an inability to work/function prior to use. The following information was provided by the initial reporter: drug didn't come out during air purge. The needle wasn't bent.

Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample was returned from lot. No. 8233898 along with four open pen needle samples from lot. No. 8255567 and five photos. A clog test was carried out on all five samples as per tp700483 and no issues were observed. Results are as follows: 1 pass. 2 pass. 3 pass. 4 pass. 5 pass. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10

Manufacturer narrative:
Per additional information, the medical device lot number, medical device expiration date, and device manufacture date have been updated. The following information has been updated: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8255567 . Medical device expiration date: 2023-09-30 . Device manufacture date: 2018-09-12. Medical device lot #: 8233898 . Medical device expiration date: 2023-08-31 . Device manufacture date: 2018-08-21.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced difficult operation or an inability to work/function prior to use. The following information was provided by the initial reporter: drug didn't come out during air purge. The needle wasn't bent.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced difficult operation or an inability to work/function prior to use. The following information was provided by the initial reporter: drug didn't come out during air purge. The needle wasn't bent.